Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Reported via portal per healthcare professional, patient has "left lateral breast pain for approximately one year , left side is less full than contralateral and might be partially deflated. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening on radius. Based on the device analysis the final assessment is: - two striated edge openings on radius side assessed as surgical damage. Additional, changed, and/or corrected data: a4, b5, d6a, d9, h3, h6.

Event description:
Reported via portal per healthcare professional, patient has "left lateral breast pain for approximately one year , left side is less full than contralateral and might be partially deflated. This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported the device has been explanted.